Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No

Event description:
Customer's mother reported via phone call that the insulin pump was exposed to moisture and the screen went blank. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify keypad unresponsive/button error alarm due to blank display.